Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(6) 2012 product analysis (pa) evaluated the meter on (B)(6) 2012 with the following findings: the meter passed testing with no faults found. The test strips involved with this complaint were evaluated on (B)(6) 2012 by pa and also passed testing with no faults found; the primary complaint was not confirmed. The retain test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9:20pm. It was reported the patient obtained a blood glucose result of "121 mg/dl" with the subject meter. The patient manages his diabetes with humulin n insulin (50 units 2x daily) and humulin r insulin (sliding scale in the morning). At the time of the alleged issue, the patient was administered his usual dose of humulin n insulin (50 units) and was given his evening meal. At 5am the following morning, the reporter claims the patient was discovered in bed with symptoms of shaky, cold sweat, clammy, burning up and weak. The patient was given food and/ or drink as treatment and reportedly felt better after that. The reporter denied testing the patient with the subject meter at the time of the alleged symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged the patient obtained an inaccurate high reading on the subject meter, was administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.